Manufacturer narrative:
A sample device was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An opthalmic surgeon reported that during an intraocular lens (iol) implant procedure, plastic deposits under the implant which were removed by polishing. According to the surgeon, the implants do no seem to be the cause, it would come from the cartridges. Additional information was requested.

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.10. A used company cartridge was returned in the opened pouch. Viscoelastic was observed inside the cartridge. Internal damage is observed on the right side of the tip. The cartridge had evidence of placement into a handpiece. Parallel (top and bottom) pressure marks were observed on the outside of the nozzle as if it were grasped or held by an instrument. The used company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results for the presence of top coat. Internal damage was observed with disruption in the coating on the left side of the tip. A photo was provided of a single-piece monofocal lens displayed on a video monitor. An area is indicated with a green circle. A linear material is observed. A determination as to the nature and origin of the material cannot be determined from the photo. Product history records were reviewed, and documentation indicated the product met release criteria. An additional comprehensive record review was conducted by manufacturing science and technology (ms&t) technical steward. Qualified associated products were indicated. The root cause for the reported issue could not be determined. Based on the review of the returned used company cartridge, the reported foreign material may have been internal coating material from the damaged company cartridge tip. The instruction for use IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4).